Manufacturer narrative:
The pod arrived not deployed. Timeouts and a drive stall were observed, resulting in first prime ending prematurely at 36 pulses. The needle mechanism failed to deploy at the end of second prime as a result. The pod was reset and reran without incident, and no damages were observed that would contribute to the high pulse width w/ drive stall. The high pulse width w/ drive stall is confirmed as the cause of the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: no data available. Omnipod software app version: no data available .operating system: no data available . Hardware: no data available . Cgm sensor type: no data available . Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was worn less than an hour.